Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included premature delivery ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And anemia ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concurrent conditions included body mass index normal, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), premature delivery ("premature delivery") and premature labour ("preterm labour"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery and premature labour outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), pain, vaginal discharge, she did not underwent essure confirmation test premature delivery, pre-term labour and fatigue were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. C35241,cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective /failure to occlude". The patient's medical history included premature delivery (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), anemia (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And miscarriage. Concurrent conditions included anemia since 2016, overweight, multigravida and parity 4 (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 1 year 8 months after insertion of essure. In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdomen pain"), premature delivery ("premature delivery"), premature labour ("preterm labour"), blepharospasm ("right eye lid has been twitching"), vision blurred ("my vision gets blurry"), anxiety ("starting to get really anxious"), feeling abnormal ("brain fog"), decreased appetite ("no appetite"), visual impairment ("change in vision") and blindness ("I couldn't see at all and next I was fine") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery, premature labour, blepharospasm, vision blurred, anxiety, feeling abnormal, weight decreased, decreased appetite, visual impairment and blindness outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, blepharospasm, blindness, decreased appetite, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder, vaginal discharge, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Lot number:c35241 manufacture date:2014/03/06 expiration date: 2017/03/31. Lot number:cs0002f manufacture date: 2013/09 expiration date: 2016/05. Concerning the injuries reported in this case, the following ones were reported via social media- vision blurred, anxiety, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter was added. Event: change in vision added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient who had essure (batch no. C35241, cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included premature delivery ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And anemia ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concurrent conditions included overweight, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), premature delivery ("premature delivery") and premature labour ("preterm labour"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery and premature labour outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received : lot no.'s were added. Reporter contact information was updated. Concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 27-year-old female patient who had essure (batch no. C35241,cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included premature delivery (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017, preterm labor (B)(6) 2010 (B)(6) 2013 (B)(6) 2015 and (B)(6) 2017 and anemia (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017. Concurrent conditions included overweight, multigravida and parity 4 (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017. Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In march 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), premature delivery ("premature delivery") and premature labour ("preterm labour"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery and premature labour outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had surgery to remove the essure implant in november-2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding lot number:c35241 manufacture date:2014/03/06 expiration date: 2017/03/31. Lot number:cs0002f manufacture date: 2013/09 expiration date: 2016/05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of product technical complaint. On 31-oct-2018: medical records received: no new information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. C35241,cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective /failure to occlude". The patient's medical history included premature delivery ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), anemia ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And miscarriage. Concurrent conditions included anemia since 2016, overweight, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 1 year 8 months after insertion of essure. In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdomen pain"), premature delivery ("premature delivery"), premature labour ("preterm labour") and blepharospasm ("right eye lid has been twitching"). The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery, premature labour and blepharospasm outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, blepharospasm, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Lot number:c35241, manufacture date:2014/03/06, expiration date: 2017/03/31. Lot number:cs0002f, manufacture date: 2013/09, expiration date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: newly added events- eyelid twitching, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. C35241, cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective /failure to occlude". The patient's medical history included premature delivery (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), anemia (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And miscarriage. Concurrent conditions included anemia since 2016, overweight, multigravida and parity 4 (B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 1 year 8 months after insertion of essure. In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdomen pain"), premature delivery ("premature delivery"), premature labour ("preterm labour"), blepharospasm ("right eye lid has been twitching"), vision blurred ("my vision gets blurry"), anxiety ("starting to get really anxious"), feeling abnormal ("brain fog") and decreased appetite ("no appetite") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery, premature labour, blepharospasm, vision blurred, anxiety, feeling abnormal, weight decreased and decreased appetite outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, blepharospasm, decreased appetite, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder, vaginal discharge, vision blurred and weight decreased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Lot number: c35241 manufacture date: 2014/03/06 expiration date: 2017/03/31. Lot number: cs0002f, manufacture date: 2013/09, expiration date: 2016/05. Concerning the injuries reported in this case, the following ones were reported via social media- vision blurred, anxiety, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events lost weight and no appetite were added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in a 27-year-old female patient who had essure (batch no. C35241,cs0002f) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective /failure to occlude". The patient's medical history included premature delivery ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), preterm labor ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).), anemia ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).) And miscarriage. Concurrent conditions included anemia since 2016, overweight, multigravida and parity 4 ((B)(6) 2010, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017).). Concomitant products included iron. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"), 1 year 8 months after insertion of essure. In (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdomen pain"), premature delivery ("premature delivery"), premature labour ("preterm labour"), blepharospasm ("right eye lid has been twitching"), vision blurred ("my vision gets blurry"), anxiety ("starting to get really anxious") and feeling abnormal ("brain fog"). The patient was treated with surgery (she had surgery to remove the essure,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, premature delivery, premature labour, blepharospasm, vision blurred, anxiety and feeling abnormal outcome was unknown and the bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and abdominal pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, blepharospasm, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature labour, urinary tract disorder, vaginal discharge and vision blurred to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Lot number:c35241 manufacture date:2014/03/06 expiration date: 2017/03/31. Lot number:cs0002f manufacture date: 2013/09 expiration date: 2016/05. Concerning the injuries reported in this case, the following ones were reported via social media- vision blurred, anxiety, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media document received- additional reporter was added, additional events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2013. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.